Event description:
The customer reported that following a diagnostic catheterization procedure a vasoseal elite was deployed. Resistance was not felt at the first black line on the plunger upon deployment of the collagen plug. Pressure was held for 30 seconds and hemostasis was not achieved. A hematoma formed immediately and additional manual pressure was held. Hemostasis was achieved at ten minutes. No other complications were noted at that time. The next day the pt underwent surgery to repair a pseudoaneurysm. No further complications were reported.